Event description:
It was reported the customer was experiencing high blood glucose was 596 mg/dl and most current was 522 mg/dl. Customer's mother reported the insulin pump was working but had a bent cannula. Customer's mother stated the customer was at school and had the nurse remove the device. The site had some bleeding and it was bleeding the week prior too. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.